Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol bard flat mesh (device #2). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralex device or bard/davol 3dmax light device . Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). On (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device #2) and ventralex. On (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol 3dmax light. The patient is making a claim for an adverse patient outcome against the perfix plug (device #1) and bard flat mesh (device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."